Event description:
Needle broken off subcutaneous under the bellybutton while injecting insulin around 8:40 a.m. [Medical device complication]. Case description: this spontaneous report received from a foreign country and reported by a consumer as "needle broken off subcutaneous under the bellybutton while injecting insulin", it concerns a male patient treated with novofine 30g needles for type ii diabetes mellitus. In 2007, around 8:40 a.m. The novofine needle broke off subcutaneous under the patient's bellybutton while injecting insulin. At 09:00 a.m. The patient went to the local out-patient clinic and the needle was found on an x-ray examination. Thereafter, the pt underwent surgery but the needle was not removed. The patient was hospitalized the same day. Five days later, the patient was operated and the needle was removed. Discharge date unknown. Reportedly, the patient has been using novofine needles for ten years. The overall outcome is reported as unknown. Reporter's causality: unknown. Novo nordisk causality: reportable.